Event description:
It was reported that the patient had deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was end state renal failure, congestive heart failure, and coronary artery disease. No additional information was reported. Additional information was requested but not received.

Manufacturer narrative:
Analysis of production records completed. No device problem found.